Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless foot switch could not be used as the wi-fi connection was getting disconnected. The philips field service engineer (fse) determined that the wireless foot switch could not be used as the wi-fi connection was getting disconnected. Upon troubleshooting action, the fse and found that the wireless foot switch was not showing the wi-fi icon light. The fse replaced the wireless footswitch, wireless footswitch charger, and wireless footswitch base station and the device was returned to expected functionality. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. Conclusion code was corrected.

Event description:
It was reported to philips that the wireless foot switch could not be used as the wi-fi connection was getting disconnected. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the wireless foot switch was not showing the wi-fi icon light. The fse replaced the wireless footswitch, wireless footswitch charger, and wireless footswitch base station and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch could not be used as the wi-fi connection was getting disconnected. Upon troubleshooting action, the fse and found that the wireless foot switch was not showing the wi-fi icon light. The fse replaced the wireless footswitch, wireless footswitch charger, and wireless footswitch base station and the device was returned to expected functionality. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023)/field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome. Evaluation result code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.